Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a right internal jugular vein port placement procedure using the powerport m.r.I. Isp. During the procedure, while using the puncture needle, the physician was unable to penetrate the vessel due to significant resistance between the puncture needle and the right internal jugular vein, preventing successful puncture. It was also reported that there was slight difficulty during needle removal, with blood clots noted on the introducer needle. There was no reported patient injury.